Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip was fired onto vessel and was normal. Surgeon tried to fire a second and third clip which were malformed and did not grasp onto the vessel. A second applier was opened and exactly the same thing happened. A third applier was opened and worked as expected. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.